Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The following data was provided: sid (B)(6) initial result was 555 ng/l, repeated 49 ng/l, a new sample was collected from the same patient sid (B)(6) and the result was 1.2 ng/l, the doctor requested a third sample sid (B)(6) and the result was 0.8 ng/l. Sample ID (B)(6) was centrifuged and processed in duplicate, yielding the following results: 1.2 / 1.5 ng/l, which after centrifugation, a result compatible with the patient's clinic was obtained. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue for the lot. Return testing was not performed as returns were not available. Device history record review was performed on lot number 36571ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Labeling was reviewed which adequately addresses the current issue. Performance of the architect stat high sensitive troponin-I assay was reviewed using worldwide field data. Review shows that the median patient result for lot 36571ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on all reviewed data, we conclude that there is no product deficiency with the architect stat high sensitive troponin -I reagent lot identified in this complaint.corrected data found in d1 and g3 email.